Event description:
It was reported that they had multiple instances of the extension with stopcock getting disconnected at the connection where the stopcock fused with the extension piece. There were unknown patient harms or adverse events reported as a result of the event.

Manufacturer narrative:
Date of event was unknown. No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.